Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient arrived to the hospital in a altered mental state and required intubation. The site reported the patient was diagnosed with vascular congestion and consolidation. While being transferred the patient went into tachycardia with a heart rate of 220-240 bpm but no documented trace. The patient was treated with synchronized cardioversion to 300j. The patient was also loaded with amiodarone and received IV lasix. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The account reported that the patient presented at an outside hospital on (B)(6)2018 with respiratory failure and cardiac arrhythmias. The patient required intubation. Chest x-rays reportedly showed vascular congestion vs consolidation. Labs were notable for wbc 16.5, k 4.4, and inr 1.4. Per handoff from the outside hospital, the patient went into wide tachycardia to 220-240 bpm but there was no documented trace. The patient received synchronized cardioversion to 300j. The patient was loaded with amiodarone 150 followed by gtt, and received 80 IV lasix. The event reportedly resolved on (B)(6)2018. It was later reported that the arrhythmia was not device related. The patient remained ongoing on vad support until (B)(6)2019 when they underwent a heart transplant. Refer to cs-127672 / per-2019-0156208 for an evaluation of (B)(6). Cardiac arrhythmia and respiratory failure are listed in the hm3 IFU as adverse events that may be associated with the use of the heartmate iii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1 and b5: additional information.

Event description:
The patient presented to the hospital with increased work of breath (wob) and palpitations. During admission, the patient was found to be severely hypoxic and flash pulmonary edema. The patient was transferred due to concerns of needing ECMO. Chest x-rays noted diffused bilateral alveolar/ interstitial opacification with concerns of pulmonary edema. The patient was intubated for hypoxemic respiratory failure. The ECG noted the patient was in atrial flutter with rapid ventricular response. The patient was treated with metoprolol and carvedilol. No further information was reported.